Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented a periprosthetic fracture of a biomet taperloc total hip replacement. After that, the surgeon had digital x-rays and digitally measured the length of stem needed, and noted that the 32mm head was too large for the cup and a 28mm head is needed. Then the surgeon removed the implant 32mm and replaced it for other sizes 28mm, with that the patient's stability was gained and leg length reduced.

Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that there was a revision. However, after further clarification and new information was received, it was determined that the revision was of a competitive device. Additionally, after x-rays were taken, it was discovered that the femoral head implanted was too large, but a revision surgery will not be performed due to this. This failure mode does not represent a serious injury and the malfunction itself was due to user error; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.